Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision procedure. The patient was experiencing difficulties charging the ipg, because the ipg was at an angle. The patient is reportedly doing well following the revision procedure.